Manufacturer narrative:
A customer technical support (cts) sent no foam assembly. On (B)(6) 2011, the cts called back the customer to follow up and customer is doing fine. Service was not dispatched for this event. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that no foam bottle is leaking at the y connector. No injury was reported on this issue.